Event description:
It was reported that when using the bd pyxis¿ medstation¿ es showed a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had hardware issues involving multiple drawers. The field service engineer first inspected the station and confirmed that the weld on the half-height drawer had failed, making a replacement necessary. Fse then performed a drawer swap for the auxiliary half-height sub drawer 4.1 after discovering the hard stop screws were sheared off. The new drawer was properly configured in the hardware test application and verified to be responsive. Fse addressed the main cabinet drawer 4.1, which had sticking rails. The drawer was replaced, and the hardware testing application was launched to confirm functionality. The system functioned as intended after the field service engineer repaired the device.